Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00032. Additional information received indicated the patient's lost effective therapy due to both leads having migrated. Both leads were subsequently explanted and replaced and effective therapy was restored. Device information was provided to the manufacturer which has been added to this report. Also, device information pertaining the second lead was provided and a report is being submitted in order to document the second device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Surgical intervention was undertaken on (B)(6) 2016 and two additional leads were implanted and effective therapy was restored. Device information was requested, but has not been provided to the manufacturer.

Event description:
Follow-up information indicated the leads were both explanted and replaced during the procedure that occurred on (B)(6) 2016.